Manufacturer narrative:
The sales representative was contacted due to there was no phone number reported for the facility. The sales rep had talked with the physician concerning this problem. The physician stated that two other probes were used to retrieve the tip from the patient's breast using the vacuum suction the top. The sales rep also stated the marker introducer tube was removed before the probe was removed. The introducer tube and the probe should be removed together to prevent possible tip shear. The patient was discharged. The device is not available for evaluation. The batch history record was reviewed with no abnormalities noted. The instructions for use insert is included in the carton packaging and lists step by step directions on the correct method for use. Under instructions section of the insert, one of the caution statements reads "do not insert beyond the appropriate band or tip damage may occur." Under warnings in instructions, it states "failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear."

Event description:
Received a call from a technician, (B)(6), to report that the physician deployed a mam3008 and noticed on removal of the probe the plastic introducer tube tip was sheared off in the patient's biopsy site. A letter of component make-up has been issued.